Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, multiple vt/vf episodes and inappropriate shocks were observed. Inappropriate shocks due to atrial tachycardia were suspected. Programming changes were made. Patient's condition was good.